Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06386. It was reported that the burr became stuck on the wire. The target lesion was located in a severely calcified artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During procedure, when the burr was advanced into the target lesion, resistance was felt as it was unable to advance in the guiding catheter. It was also further noted that the burr became stuck with the rotawire and both burr and wire were removed together from the patient's body; wire was noted to be kinked upon removal. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink advancer for this complaint device; however, the rotablator rotalink burr catheter for this complaint device was not returned for analysis. The advancer and handshake connection were visually inspected. There was no damage or irregularities to the advancer or handshake connection. Functional testing couldn¿t be performed, as the burr catheter is the portion of the device that is inserted into the guide catheter and would have had the resistance and damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06386 it was reported that the burr became stuck on the wire. The target lesion was located in a severely calcified artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During procedure, when the burr was advanced into the target lesion, resistance was felt as it was unable to advance in the guiding catheter. It was also further noted that the burr became stuck with the rotawire and both burr and wire were removed together from the patient's body; wire was noted to be kinked upon removal. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.